Event description:
The customer contact reported a particulate. The tubing set was being used to deliver an unspecified volume of saline solution. After an unspecified length of time in use, the nurse noted a particulate at an unspecified location in the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 12722. The domestic list number has a common device name of 80fpk and has a 510k of k063239. (B) (4) (B) (4). (B) (6).